Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events due to disconnection of the driveline; it was reported that the patient experienced a backup battery alarm and exchanged their system controller prior to speaking with their hospital contact. Log file data on the reported event date of 11dec2024 was reviewed from both the primary system controller (B)(6) and backup system controller (B)(6). Note that the system controller clocks may not have been synched during this event. The primary system controller event log file captured the pump operating at a fixed speed of 5500 revolutions per minute (rpm) with a low speed limit of 5100 rpm. A backup battery fault was activated at 10:33:20; refer to the system controller investigation regarding this finding. The driveline was then disconnected at 10:34:02, causing lvad off alarms for approximately one minute. The driveline was reconnected, and the pump ramped back up to the set speed without issue by 10:35:01. Normal operation of the pump was then captured until the driveline was disconnected for a second and final time at 10:40:55. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. The backup system controller event log file captured the pump operating at a fixed speed of 5500 rpm with a low speed limit of 5100 rpm. The driveline appeared to have been briefly connected at 11:26 and was then disconnected, causing lvad off alarms. The driveline was reconnected at 11:32:47 and the pump ramped up to the set speed without issue by 11:32:56. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, this section provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery (ebb) alarm and exchanged their controller prior to speaking with coordinator. The event log for the exchanged controller (B)(6) confirmed the reported backup battery faults on (B)(6) 2024 at 10:33am. The controller periodically performs internal load test on the ebb and it appeared the ebb was not passing this test. The log appeared to indicate the driveline was briefly disconnected/reconnected a few seconds after the initial faults. This was followed by a final disconnection from this controller at 10:40am on (B)(6)2024. The event log file for the new primary controller (B)(6) appeared to indicate the driveline was briefly connected/disconnected on (B)(6) 2024 at 11:26am. This was followed by its final reconnection on (B)(6) 2024 at 11:32am. The pump appeared to resume normal operation with no further alarms recorded. It was noted the controller clocks may have not been perfectly synched during this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient did not experience any adverse effects from the multiple driveline disconnects. The disconnections seen prior to and after the controller exchange were potentially due to patient anxiety.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.